Event description:
It was reported "the patient underwent peripheral venous placement of a central venous catheter (ppicc catheter) on (B)(6) 2021 due to treatment needs. The end of the PICC catheter on the bedside chest radiograph was reviewed after the operation at the level of the sixth thoracic vertebra. After that, the infusion treatment went smoothly. No swelling. When the PICC catheter was pulled out at 9:40 on (B)(6) 2021, the rupture of the PICC catheter remained in the blood vessels. The patient's vital signs were stable, there was no swelling of the right upper limb, dyspnea, no obvious filling of the jugular vein, and no vascular murmur was heard. The blood supply of the upper extremities is ok. Immediately complete the bedside chest x-ray display: the right subclavian-superior vena cava walking area sees the duct shadow, and the end is placed on the plane of the upper border of the 6th thoracic vertebra. Please complete the vascular CT examination after emergency consultation of interventional department and vascular surgery: there is residual tubular substance in the right subclavian vein: superior vena cava. Right brachial vein: axillary vein: right subclavian vein: no obvious filling defect. As the patient is old with many underlying diseases, the risk of surgery is high, intervention and surgical treatment are not fit for. Thus keep observation for the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redz0125 showed no other similar product complaint(s) from this lot number.